Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: e1, g3, g6, h2, have been updated.

Event description:
As reported by the edwards lifesciences field clinical specialist, regarding a 20mm sapien 3 ultra resilia valve in the aortic position. During valve deployment the 20mm commander delivery system balloon ruptured. The delivery system was pulled into the sheath, sheath and delivery system were removed as one unit. Echo confirmed acceptable result, no post dilatation was done. The delivery system was looked at on a back table and there did not appear to be any missing pieces to the balloon. Case went well, valve was deployed with good result. No blood transfusion was needed. No patient injury mentioned. Patient was in stable condition.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and reviewed. Video provided shows balloon. Review of 3mensio imaging suggest shows calcification of the landing zone. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event was able to be confirmed based on evidence from the video provided. Review of 3mensio imaging suggest that the calcified pre-existing surgical valve likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.